Event description:
During verification of customer's logbook data compared to pump data, bolus calculation was confirmed to be accurate; however, one bolus was not fully delivered due to an occlusion alarm. There was no reported impact to the customer's blood glucose level.

Manufacturer narrative:
The product has not been received for eval. Should additional info be received a supplemental form will be completed.